Event description:
Device malfunction: foot break. Time of device malfunction: unk. Symptoms/ae: none. It was reported that a physician trained in the proglide device attempted arteriotomy closure after a interventional procedure. The physician pulled out the needle plunger and found only the white link suture attached to the needle. The device was removed and hemostasis was achieved using manual compression. During device evaluation on 01/31/2008, a posterior foot break was found. There were no reported pt effects. No add'l info available.

Manufacturer narrative:
The device was returned without the suture, posterior cuff, posterior needle and broken foot piece. Eval of the returned device found a posterior foot break resulting in a link break at the posterior cuff. No mfg issues were detected. A root cause for the reported event could not be determined based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this investigation.